Event description:
The weld failed on the pt left caster tube on the base frame of this stretcher. There was no indication of pt involvement.

Manufacturer narrative:
Upon complaint review it was determined that this condition has the potential to cause serious injury were it to reoccur. The tech replaced the base frame in order to resolve this issue.